Event description:
Boston scientific received information that this patient was presented back to the ep laboratory in (B)(6) 2014. The lv lead was repositioned to improve pacing thresholds.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre-discharge testing, this left ventricular (lv) lead was found to be dislodged. The lv lead dislodgement was confirmed by chest x-ray. Information was received from the local representative that there were no complications or irreparable injury because of lv dislodgement. There has been no scheduled invasive procedure planned for this patient at this time.

Event description:
Boston scientific received additional information that the lv lead was programmed off and the patient will be re-evaluated at the one month in-clinic visit.